Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a drill bit broke. When a dealer restocked the commissive implants after use, he found a broken drill bit and contacted us. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.the complained screw driver shaft was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. The investigation has shown that one of the edges by the front side of the drive is broken away. We classify this complaint as wear and tear over a long time of use. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.